Manufacturer narrative:
The patient/family was the initial reporter , so personal information was not entered. No information was captured in section as the customer's weight was not provided. This event is related to MDR # 1810909-2021-00052.

Event description:
The customer reported that while he was at the physician's clinic for regular appointment, he performed a comparison of his blood glucose readings within 2 minutes with the contour next one meter and the laboratory testing and obtained difference of 30 mg/dl. No specific readings were provided. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer. Since the strip information provided by the customer is not associated with the event, this report will be submitted under the meter information.

Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, the in-house contour next one meter was tested with the in-house contour next test strips using a blood sample, which gave a satisfactory performance.